Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by loss of hermeticity of the feedthrough assembly. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient_s family reported that the sound perception with the left side device was intermittent were she could almost hear nothing, starting (B)(6)2022 until (B)(6)t 2022. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipients family reported that the sound perception wit the left side device was intermittent, starting (B)(6) 2022 until (B)(6) 2022 "where" she could almost hear nothing. The user has been re-implanted.